Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "pump failed 800 ml/hr test", which was reproduced. Baxter's device evaluation found the device to under deliver by approximately 8.52% when the device was delivering at a rate of 40 ml/hr during flow rate testing, approximately 7.816% when the device was delivering at a rate of 100 ml/hr during flow rate testing, approximately 7.713% when the device was delivering at a rate of 400 ml/hr during flow rate testing, approximately 7.4595% when the device was delivering at a rate of 800 ml/hr during flow rate testing, and by approximately 7.4232% when the device was delivering at a rate of 999 ml/hr during flow rate testing. It was also observed during functionality testing to under deliver by approximately 11.1% during the 30ml/hr flow rate accuracy test. The evaluation determined the cause to be out of specification travels on the pressure plates. The pressure plates were reworked to correct the condition.

Event description:
It was reported that a spectrum pump failed the 800 ml/hr test during preventive maintenance testing. Results over several tests found pump to deliver 175/180 ml. It was also reported there was no patient involvement.